Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure the image had poor quality and a fracture in the device was noted. The procedure was completed with another device. There were no patient complications.